Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a manufacturing evaluation was performed. The device was received with one prong broken off. The review of the production history revealed that this instrument was manufactured in april 2011 according to the specifications. The raw material which was delivered is corresponding to the specifications. The hardness was measured at the time of the manufacturing and was found to be good. No nonconformances were generated during production. No manufacturing related issues that would have contributed to this complaint were found. Based on these findings, it appears that high applied mechanical force during use led to the breakage. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
There was a delay; however, the extended time is not known.

Event description:
Device report from synthes europe reports an event in the (B)(6) as follows: it was reported that the forceps were purchased on an unknown date in (B)(6) 2014. While fixating a plate on to the bone, the reduction forceps broke off. There was no report of a surgical delay. This report is 1 of 1 for complaint (B)(4).